Manufacturer narrative:
Device has been evaluated. This supplemental report is being submitted to provide this information. Please see the updates in sections: d9, g3, g6, h2, h3, h4, h6, and h10. An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results for all channels and the distal end indicate that the culture sampling results conform with no detection of any microbes for distal end swabs and forceps elevator swabs, and sampling solution of instrument/biopsy/suction channel and air/water channel. The device is returned, and an evaluation completed for it. The user¿s complaint of contamination was not duplicated. Upon inspection observations for the device are: due to deformation of up/down knob, forceps elevator lever rotates concurrently; air/water cylinder has discoloration; blue paint around air/water cylinder is missing; suction cylinder has discoloration; red paint around suction cylinder missing; corrosion around l-arm; adhesive around objective lens has a chip; light guide lens has a chip; distal end rubber coating (a-rubber) adhesive has a crack; connecting tube has a scratch; insertion tube has winkles; due to wear of angle wire, bending angle in down direction does not meet the standard value; due to deformation of bending tube, bending angle in up direction exceeds the standard value; universal cord has buckling; and distal end has leak.

Manufacturer narrative:
This report is being supplemented to provide additional information based the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted however, those defects alone were not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture result report was not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned but the evaluation is not yet begun. Supplemental report(s) will be submitted when any relevant new information is available. Customer provided information of their reprocessing method. During pre-cleaning, suction is performed for all channels and rinsing is performed for the air water channel. Detergent used is proteozim plus. During manual cleaning detergent used is proteozim plus. Disinfection used is aniosyme xl3. Brushing is performed for the suction/operating channel, suction cylinder, suction piston, instrument channel port, balloon channel, and distal/areas around the elevator. Brushes and kit used for manual cleaning are teccare stylopiston-01-b, tecare en 00012, and primed m45381820 ref 8182. Information for disinfectant for manual cleaning is not provided. Automatic endoscopy reprocessor (aer) device is steris system 1 express. Detergent information is not provided. Disinfectant used is s40. The device is stored in a simple storage cabinet without drying functionality. Maintenance of the device is by olympus. The device was not sterilized.

Event description:
Customer returned this device for evaluation and repair of a leakage issue. Subsequently, the customer reported that the device had tested positive for the presence of microbes in a microbial test that was conducted. There is no patient infection or harm to any patient as a result of this event. The test results are as follows: suction channel rinsing: presence of klebsiella pneumoniae/enterococcus faecium is 30 cfu/20 ml elevator channel swab tested positive for klebsiella pneumonia. The third-party automatic endoscopy reprocessor (aer) tested negative for microorganisms.